Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Product ID: 419588 implantable pacing lead implanted: 2010 (B)(6); product ID: 694765 implantable tachy lead implanted: 2004 (B)(6); product ID: 5076-52 implantable pacing lead implanted: 2004 (B)(6). (B)(4).

Event description:
It was reported that the device had early battery depletion. It was noted that device outputs were high due to chronically high thresholds on the left ventricular, right ventricular and atrial leads. The device was explanted and replaced. No patient complications have been reported as a result of this event.